Event description:
An optometrist reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. He stated the lens is on the correct axis, but there is too much cylinder correction. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be determined. Attempts have been made to obtain additional information. (B)(4).